Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician, who questioned the result. The same sample was repeated on the original instrument, the result recovered lower than the erroneous result and considered correct. A new sample was redrawn from the patient and processed on the original instrument. The result recovered lower than the erroneous result, matched the repeat result of the original sample. The result from the redrawn sample was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and performed total service visit (tsv), assay troubleshooting and ran pre-auto check, which recovered acceptably; removed luminometer, cleaned photo multiplier tube (pmt) aperture and compartment, serviced wash stations, cleaned dispense ports, removed the magnets, and inspected for debris. The cse removed and cleaned ionizer fan, performed secondary vacuum adjustment, replaced reagent 1 (r1) probe and checked alignment to cuvette, primary and ancillary pack puncture points and found probe puncturing near center of packs. The cse continued to troubleshoot the analyzer and, emptied and cleaned acid and base reservoir, performed leak test for sample arm and acid and base dispense check, auto checks, lot calibration and qc which passed. The cse serviced and cleaned reagent wash cups; verified luminometer dark count which was stable. Next, the cse replaced waste transfer pump, primary vacuum reservoir, adapter cap, all waste probes, pinch tubing, and secondary vacuum regulator; found and replaced fractured tertiary vacuum waste reservoir adapter cap, and tightened vacuum fittings, trap bottle gasket and degasser vacuum port, checked vacuum fitting, vacuum tubing, wash station dispenses, volume check, luminometer, waste probe, tubing for kink, recalibrated scales, performed vacuum health check and adjusted secondary vacuum. Further, the cse calibrated thcg, ran patient precision, which recovered acceptably; re-adjusted secondary vacuum, checked sample probe and reagent probe alignment and performed sample probe to cuvette outer ring alignment, replaced base pump, valve solenoids, base fluid bottle/manifold assembly, wash probes and pinch tubing, cleaned reagent wash basin and washed reagent probe, aligned reagent compartment, sample probe, and secondary vacuum, aligned and verified r1 and r2, verified vacuum system operation. The cause of the falsely elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.